Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2013 to (B)(6) 2014 (182 days). We have reviewed the production records of the excor blood pump s/n(B)(4). This pump was produced according to our spec and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The initial visual inspection of the device confirms the sites findings, however, eval of the blood pump s/n (B)(4) is still ongoing.

Event description:
Berlin heart (B)(4) was informed by our distributor that blood was observed in front of the stabilization ring between the two layers of the triple layer membrane in the excor blood pump in a pt supported in a lvad configuration. The site was instructed to exchange the lvad pump due to a suspected defect of one layer of the membrane. No changes in pump function were reported, and the pt did not experience any adverse events as a result of the blood pump exchange.